Event description:
Reportedly, the device was interrogated during a systematic check of the ICD. The statistics data were reset for the last time on (B)(6) 2016. It was observed on the "summary" screen that a slow vt was treated by atp (effective atp). In addition, two fms (fallback mode switch) episodes were noted. The device was operating in fms. However, the egms related to slow vt and fallback mode switches could not be found in the device memory. Only non sustained episodes were recorded in device memory (11 episodes). In arrhythmia and therapy history, a slow vt (treated by atp on (B)(6) 2016) and fms (from (B)(6) 2016) were displayed. The patient was not followed up by remote monitoring system.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device was interrogated during a systematic check of the ICD. The statistics data were reset for the last time on (B)(4) 2016. It was observed on the "summary" screen that a slow vt was treated by atp (effective atp). In addition, two fms (fallback mode switch) episodes were noted. The device was operating in fms. However, the egms related to slow vt and fallback mode switches could not be found in the device memory. Only non sustained episodes were recorded in device memory (11 episodes). In arrhythmia and therapy history, a slow vt (treated by atp on (B)(6) 2016) and fms (from (b)(6 2016) were displayed. The patient was not followed up by remote monitoring system.